Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image was not displayed due to communication failure caused by cable failure (deformation of metal pin and deep scratch). The event can be [detected/prevented] by following the instructions for use which state: do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus 4k autoclavable camera head due to the unit failing to focus during procedure preparation. According to the initial reporter, the intended procedure did not take place. During the device evaluation, it was discovered that the device was not producing an image at all. This report is being submitted to capture the lack of image found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. As mentioned in b5, the unit was not producing an image at all due to a faulty cable (deformed with deep scratches on the video pins). Therefore, the user¿s report couldn¿t be verified. If additional information becomes available following the device evaluation, a supplemental report will be filed.